Event description:
Per the clinic, the patient experienced an infection at outer ear canal and pain at magnet site. The patient also experienced poor sound quality with the device. The device was explanted on (B)(6) 2024, and it is unknown if there are plans to reimplant the patient as of the date of this report.